Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customers reported via phone call that they experiencing high blood glucose and low blood glucose. The blood glucose at the time of the incident was 400 mg/dl. The customer states the insulin pump continues to alarms him about his meter readings. He states his frustrated because they have been inputted correctly. He states he had a low blood glucose level and then went high to into the 400s. The customer tested his blood glucose level and it was 285 mg/dl. He was advised on how the sensor glucose and blood glucose operate. The customer noted he has been sick for a month and declined troubleshooting for the high blood glucose. The customer treated using the insulin pump for the high blood glucose.